Event description:
On (B)(6) 2011 the pt reported he experienced elevated blood glucose while using the infusion sets and he was hospitalized as a result. Upon f/u with the pt on (B)(6) 2011 he stated he experienced insulin leakage from the infusion sets, bent cannulas, and elevated blood glucose of 582 mg/dl. His target blood glucose range is 80-150 mg/dl. He used a full cartridge of insulin in an attempt to lower his blood glucose. He was not able to lower his readings and he went to the emergency room. His blood glucose measured 642 mg/dl when he was admitted to the hospital and he was treated with an IV of insulin and saline. He was released after 4-5 days. He inserted the headset by using the insertion device. Elevated blood glucose began on the first day of use. He experienced frequent e4 (occlusion) errors that he resolved by changing the infusion set. No product will be returned for eval.

Manufacturer narrative:
No product will be returned for eval.